Event description:
It was reported that during a laparoscopic nephrectomy, the device's clips were malformed (scissored, but not cut the vessel). The case was completed with a like device with no patient consequence.